Event description:
Communication issues between the implant and the external equipment after falling on top of her implant. An advanced bionics representative performed device evaluation. The problem was confirmed. Explant surgery has been recommended.